Manufacturer narrative:
The device was returned to olympus for inspection. The type of foreign material and the root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following instructions for use. Instruction for use states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. Instruction for use states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign material inside the nozzle. There was no patient involvement.